Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: address line 2 (B)(6). H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test was performed, and occlusion test was used. Visual tests found a damaged downstream occlusion (dso) seal. The customer problem was duplicated. To solve the problem, the dso seal and remote dose connector will be replaced to solve the problem.

Event description:
It was reported that the device exhibited "bolus connector damaged¿. Per reporter, the event occurred during preventive maintenance. There was no patient involvement. Device analysis identified a damaged downstream occlusion (dso) seal.